Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 39 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as a glucagon injection to address the bg. At the time of the report with tandem technical support, the customer was still admitted in the ICU with no known damage, but the issue had been resolved. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.